Event description:
Pursuant to info received from the physician the pt was implanted with a prosthesis on 6/17/96. On 7/19/96 the physician noted that the pt had developed an infection in her right breast and removed the prosthesis on 10/11/96. No add'l info regarding this occurrence the physician noted is available at this time. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (co's effective date, 2/10/92). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21 cfr803.